Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 115330, lot: unknown, comp rvrs shdr glen bsplt +ha; cat: 118001, lot: unknown, versa-dial/comp ti std taper. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022-00176, 0001825034-2022-00177.

Event description:
It was reported that the patient underwent a third revision due to implant disassembly. No additional patient consequences were reported.